Event description:
It was informed that the short circuit error named u508 occurred frequently into one hour during a laparoscopic assisted gastrectomy. After that, the probe damage error named u504 occured. The doctor completed the procedure with another device. There was no patient injury regarding this report. On 06/10/2015, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was worn away.

Manufacturer narrative:
The subject device was returned to olympus for investigation. As a result of the investigation, olympus confirmed that the ptfe pad was worn away. There were contact marks on the surface of the probe and non-insulated area. As the result of checking the probe and the manufacturing record of the same lot, there were nothing abnormal detected. Based on the confirmation of the subject device, olympus concluded that the error occurred, because the surface of the probe and non-insulated area where the pad was worn out came into contact. The ptfe pad was worn away, because the user activated output in seal and cut mode without grasping anything. This report is being submitted as a medical device report in an abundance of caution.